Event description:
It was reported that during a de novo, mid, right coronary artery stenting procedure, a xience prime 3.5 x 23 mm stent was implanted and a proximal dissection occurred. A xience prime 3.5 x 18 mm stent delivery system (sds) was advanced, the balloon inflated to nominal pressure and a xience prime 3.5 x 18 mm stent was implanted to treat the dissection successfully but resistance was felt with the inflation of the balloon and deflation of the balloon after the stent deployed. Reportedly, the balloon appeared ball shaped [bunched] on the distal sds. An attempt was made to re-inflate the balloon to remove this ball [bunched] area, but the balloon could not be deflated further. The xience prime 3.5 x 18 mm balloon was removed with much force through the guiding catheter. There was no clinically significant delay in the procedure or no adverse patient effect reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficult inflation, difficult deflation, difficulty/resistance removing the device from the guiding catheter post-deployment and refold issues were confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It is specified in the xience prime everolimus eluting coronary stent system instructions for use that 60% contrast diluted 1:1 with normal saline is the appropriate mixture. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect removal the device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.